Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving an unknown drug via implantable pump for non-malignant pain. It was reported that the hcp contacted the rep about a motor stall noted in the logs when interrogating the patient's pump at their refill. The rep was not with the patient. A motor stall occurred at the time of a magnetic resonance imaging (MRI) and recovered today after the hcp read the pump. It had not been less than two hours since the patient exited the MRI. The patient did not hear the pump alarm and they had no symptoms. Reviewed information around telemetry state and advised that the hcp continue to monitor the pump and patient as they normally would.